Event description:
A power source alert was reported by the caller, which did not adversely impact the customer's blood glucose level. The caller experienced issues when using both the tandem charging cable and wall adapter as the pump failed to begin charging after being plugged into a working outlet for 30 minutes. Even after trying different wall adapters and charging cables, the issue persisted. Consequently, technical support decided to replace the pump and confirmed the shipping address. The customer was instructed to return the problematic pump using a pre-paid label within 10 days, and they planned to use multiple daily injections as a backup therapy to maintain insulin delivery without interruption.